Manufacturer narrative:
Calibration and qc were within specifications. The alarm trace contains a sample clot detection error; this error is an indicator of possible poor sample quality. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service representative replaced the pre-wash sipper probes because they were bent, performed prewash sipper adjustments, and adjusted the water pressure. The instrument check successfully passed. The customer ran calibration and qc. The investigation is ongoing.

Event description:
Hold for ce 3.11the initial reporter received questionable elecsys total psa immunoassay results for 7 patient samples on a cobas 8000 e801 module. Sample 1: the initial result was < 0.014 ng/ml. The repeated result was 11.5 ng/ml. Sample 2: the initial result was < 0.014 ng/ml. The repeated result was 1.03 ng/ml. Sample 3: the initial result was <0.014 ng/ml. The repeated result was 0.58 ng/ml. Sample 4: the initial result was < 0.014 ng/ml. The repeated result was 4.12 ng/ml. Sample 5: the initial result was <0.014 ng/ml. The repeated result was 1.07 ng/ml. Sample 6: the initial result was <0.014 ng/ml. The repeated result was 0.37 ng/ml. Sample 7: the initial result was <0.014 ng/ml. The repeated result was 0.84 ng/ml. The results were reported outside of the laboratory. A doctor questioned the results and the samples that were run around the same time frame were repeated. The repeated results were tested on a different cobas 8000 e801 module (serial number not provided) and the repeated results were believed to be correct. The reagent lot number is 47413201 with an expiration date of 30-sep-2021.